Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open mastectomy procedure, while occluding the vessel, there were issues with loading and firing of the clips. None of the clips were able to load properly into the jaws at any point during use. The clips were unable to be used as they were coming out of the jaws malformed already thus unable to occlude the vessel properly. Another clip applier was used to complete the case. The surgical time was extended for 30 minutes or more as well as the time for anesthesia.